Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service he was scheduled for hernia surgery that was due to dialysis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with this pd registered nurse, it was reported this patient was diagnosed with a left-sided inguinal hernia due to an unknown etiology in (B)(6) 2025. The patient opted not to undergo repair for the hernia as he remained pain-free, and the hernia was determined not to be adversely affected by pd therapy. The patient eventually decided to undergo surgical hernia repair on (B)(6) 2026 in an outpatient procedure. The patient recovered from this event and remains on ccpd therapy on the same liberty select cycler following the hernia repair. It was reported, though the exact cause of the patient¿s adverse event was unknown, there was no indication the hernia was the result of a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s diagnosis of an inguinal hernia. It is well established that those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s hernia cannot be determined; however, there was no indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further supported by studies that have found intra-abdominal pressure from normal pd therapy does not consistently carry a risk of hernia occurrence. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.